Event description:
Event description guidant received information that this patient with this pacemaker was admitted to the hospital for complaints of syncope. It appears that there is atrial undersensing. The patient has a history of syncopy that is non-pacing system related.